Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stenosis and angina are listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 a 3.0 x 08 mm and a 3.5 x 23 mm xience sierra stent were implanted in the proximal left anterior descending (lad) artery, in overlapping fashion, with the 3.0 x 8 mm xience sierra implanted distal to the 3.5 x 23 mm xience sierra. On (B)(6) 2020, the patient was re-hospitalized with chest pain. Coronary angiography noted lesions in the proximal and mid lad and a lesion in the posterior descending artery (pda). A drug eluting stent was implanted in the pda. On (B)(6) 2020, a staged procedure was performed in the lad, with in-stent restenosis noted in the 3.0 x 8 mm xience sierra stent. Balloon dilatation was performed and an additional drug eluting stent was implanted to treat the restenosis. Medication was administered and adjusted. The adverse event resolved on (B)(6) 2020. No additional information was provided.